Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad trace. No scroll bar or ramping numbers without button press noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the numbers on the screen started scrolling when he pressed the up button. Blood glucose value was 38 mg/dl; treated with milk. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer has reverted to his old insulin pump. The insulin pump was replaced and returned for analysis.